Event description:
It was reported that the balloon ruptured after three days of use. There were no pt complications.

Manufacturer narrative:
The sample has been returned to arrow. Examination of the returned sample found that the balloon had a tear in the latex near the distal end. Balloon failure is usually associated with deterioration that can occur over a period of time due to physical or chemical action of the environment.